Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve side piercing was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for sleeve side piercing with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a visible blood in flash chamber (blood pooling or leakage) and a passive shield activated delay. The following information was provided by the initial reporter. The customer stated: "the shield does not retract when changing tubes which causes blood to pool in the hub. The needle sheath does not retract when changing tubes and this allows blood to pool in the hub when using product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a visible blood in flash chamber (blood pooling or leakage) and a passive shield activated delay. The following information was provided by the initial reporter. The customer stated: "the shield does not retract when changing tubes which causes blood to pool in the hub. The needle sheath does not retract when changing tubes and this allows blood to pool in the hub when using product."